Manufacturer narrative:
Device passed the displacement test. Unable to performed the rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to loose drive support disk. Device received with cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 480 mg/dl and 360 mg/dl which was treated with manual injection and delivering boluses. Customer was experienced symptoms like nausea, extremely thirsty and dry mouth. Customer stated that drive support cap and reservoir side was flush, slightly indented and crack. The customer also reported that the reservoir was able to lock in place when inserted into insulin pump. The customer also stated that they did not allege insulin pump was under delivering. Customer was neither in emergency room nor admitted into hospital. The insulin pump will be returned for analysis.